Manufacturer narrative:
On 2-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and the device was not irrigating. It was initially reported that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was completely occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip transition with the shaft. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition observed in the irrigation tube could not be determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and the device was not irrigating. It was initially reported that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported irrigation issue was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 25-aug-2024, additional information was received which indicated the device had a total/complete occlusion and the issue was noticed while it was in use on the patient. The infusion was normal during the first modeling, but blockage was found when needed for subsequent use. The problem was with the conduit, the pump is normal. Thers¿s no problem with the pump, as it can be used normally by directly flushing the pump tube or connecting the big head. No ablation was done. Based on the additional information received which confirmed the issue occurred during use on patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).